Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during use for the patient, silence and reset led was randomly blinking. Then the patient was manually ventilated and transferred to another ventilator. There was no reported serious or negative patient consequences. The part mem3212m and ovr3221a were replaced.